Manufacturer narrative:
Product returned and is being evaluated. A follow-up report will be filed upon receipt of the evaluation report.

Event description:
The pressure luer port was found to be blocked during testing the product prior to use.